Event description:
It was initially reported on (B)(6) 2011 that a volume discrepancy was occurred: the actual residual volume was 3 mls, the expected volume was 8 mls. The patient was receiving a high dose of lioresal. Troubleshooting options were being considered. It was later reported that the patient experienced increased spasticity. It was determined the volume discrepancy was related to catheter dislodgement. The catheter was replaced. The patient outcome was reported as "doing well." Lioresal 2000mcg was delivered via the device at a daily dose of 2500mcg.

Manufacturer narrative:
Concomitant medical products: catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk.